Manufacturer narrative:
One low flow - hotline was returned for analysis in good condition. The unit was filled with water, fitted with temp check, powered on, and attached the line cord; no discrepancies. The float switch alarm was tested and alarmed as intended. Based on the evidence there was no fault found as the complaint was not confirmed.

Event description:
Information was received that a smiths medical fluid warmer had a level detector alarm. No adverse effects were reported.